Event description:
I had a cardiac cath done on (B)(6) 2010, I stent placed, and an angio-seal vascular closure device used to close the entry into my right groin. I did not know until about a week later, that this device was used, when I went to the dr with severe pain in my groin. I was told the pain will go away after the angio-seal is absorbed, about 90 days. Before the 90 days was up I had restenosis and on (B)(6) 2010, 2 stents had to be placed. When the dr tried to go in my right groin, he was unable to get in due to the angio-seal/scar tissue. He then went in the left groin and used pressure instead of and angio-seal to seal. Also on (B)(6) 2010, I had another cath and they had to again use the left groin. Since the angio-seal was used I have had constant pain in my right groin. I have been to many drs and they have all said nothing can be done and I have to live with the pain. It is getting worse and now wakes me up at night. I cannot walk without pain. I have pain just sitting still. I wish I would have been told this could happen, but wasn't informed of any side effects.